Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure the gasket tore on the trocar. It was replaced and the same thing happened. Another trocar was opened to complete the case. There was no consequence to the pt.